Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak). (Cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology not reported. It was reported that during the final angiograph, a type IV endoleak was confirmed. The leak was coming from above the flow divider. The physician decided to monitor the patient. The patient returned for follow up and it was reported that the endoleak resolved. No clinical sequelae were reported, and the patient is fine.